Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via common iliac artery using a 6f non-bsc introducer sheath utilizing a retrograde approach. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. After crossing the lesion with a non-bsc guide wire, a 7.0mmx40mmx135cm sterling catheter balloon was advanced for dilatation. On the first inflation, the balloon was inflated up to the nominal pressure level but the lesion was not sufficiently dilated. The pressure was increased to dilate the lesion however the balloon ruptured at 14 atmospheres. The device was removed from the patient smoothly and dilation was performed with a non-bsc balloon. Then a stent was placed. The procedure was completed with a different device and the blood flow was improved. No patient complications were reported and the patients status was good.